Manufacturer narrative:
The reported field event of erosion was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient presented with device erosion caused by an unrelated infection. The system was explanted. The patient was stable.